Event description:
In 2008, the pt reported elevated blood glucose readings of 312 mg/dl and 340 mg/dl with his normal range being approximately 100 mg/dl. There were no symptoms and he stated he bolused through his insulin infusion device to correct his readings. He stated he is currently within his normal range. During troubleshooting, the pt stated he started new medicines about 1 month ago. Troubleshooting did not find any product issues. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.